Event description:
Jackson pratt drain was recharged by nursing personnel at 0600 on 10/17/92 without incident. Surgeon attempted to remove drain at 0730 on 10/17/92. Suddenly, after cutting the sutures, there was a "snap" sound. The distal end of the drain entered the wound and was not visible. The patient returned to surgery on 10/17/92. The entire retained drain was removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.